Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close a patent foramen ovale (pfo) with a thick secundum. While loading the device, some mandrel bend was noted but was able to be loaded. The pfo was crossed with a .35 amplatzer super stiff guidewire. When the device was crossing the pfo the patient complained of chest discomfort. The device was repositioned several times because it could not get good disc formation and apposition on the septum. On echocardiography, a pericardial effusion was noted in the left atrium. The patient¿s pressures dropped, a pericardiocentesis was performed to stabilize the patient. The patient was taken to surgery to repair the effusion and close the pfo.

Manufacturer narrative:
A4 - no patient weight available. The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The evaluation of the device provided showed the following: friction was noted during loading and deployment of the device, however, the locking mandrel bend could not be confirmed during the evaluation. Thus, the cause of the complaint is unknown and cannot be determined from the evidence available.